Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 12-june-2024. The patient noticed symptoms three or more hours after insertion. Insertion site was upper buttocks. Patient regularly rotate site location. The pump was tugged on twice in the site area. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin therapy successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.